Manufacturer narrative:
The subject components were returned to the product investigation laboratory (pil) and evaluated against the complaint with the following findings: pil was able to confirm a failure of the system pca. Pil concluded that corrupt software on system pca caused the reported error codes in the event log. Pil was unable to confirm a failure of the trilogy evo display pca. Pil concluded that the display pca operates as designed. The investigation findings did not uncover any details that would change or modify the risk of the device.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device had reached the maximum number of reboots within 24 hours which was caused by a software malfunction. The device's printed circuit assembly and display circuit assembly was replaced to address the issue.